Event description:
A pt reported through the (B)(6) that her device started sizzling and smoking. The pt was able to finish treatment with another device. Consumer reporter details withheld, (B)(6). Device MFR date: 04/2010.